Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (myocardial infarction). Conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Event description:
Approximatley 62 months post the index procedure the patient suffered a stroke following the previously reported CABG intervention.

Manufacturer narrative:
(B)(4).

Event description:
The investigator has assessed that the previously reported CABG appproximately 62 months post index procedure was not related to the study stent.

Event description:
During the index procedure, the patient had one endeavor sprint drug-eluting stent implanted in the 1st om. Approximately, 61 months post index procedure, the patient suffered an mi, not in the target lesion (but unknown if target vessel involved) and was referred for CABG. CABG performed approximately 4 weeks later to treat three vessel disease.